Event description:
Customer alleged the lift will not stay up. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a (B)(6) female. The consumer's preexisting medical condition is stated as having spinal bifida. The consumer's medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The step father of the consumer called and stated that the lift will not stay up with the consumer in the sling. The consumer's insurance states that she is not eligible for a new lift until (B)(6) 2013. The lift is out of warranty and the dealership will not repair the lift. No injury.